Manufacturer narrative:
A supplemental report is being submitted for corrections to h6 and h11. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #:1125 / expiration date: / serial or lot#: (B)(6), d9: no h3: no h4: mfg date: h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ( (B)(6) ) and the associated outflow graft (lot 1001873735) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed 110 low flow alarms logged since (B)(6) 2024. Furthermore, a gradual decrease in estimated flow and power consumption was observed on beginning around (B)(6) 2024, leading to a sudden drop on (B)(6) 2024 before returning to parameters within normal operating range. As a result, the reported low flow event was confirmed; however, the reported outflow graft compression could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Per the instructions for use, right ventricular failure, renal failure, infection, and death are known poten tial complications associated with implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of heart failure, renal dysfunction and infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency room after having refractory low flow alarms.  The patient had been ill with pneumonia/coronavirus (not covid) for three weeks but declined to come into hospital.  The patient was admitted to intensive care unit (ICU) with sepsis.  The patient had labs done, white blood cell count (wbc) 20 , lactate dehydrogenase (ldh) 210, lactate 8.5, k+ 6, international normalized ratio (inr)  2.5 the ventricular assist device (vad) flows are 2.0-3.0 and the patient was receiving an intravenous (IV) fluids and is on a dobutamine infusion.  The patient has a history of stents in the outflow graft, an echocardiogram was done which showed an ejection fracture (ef) of 10-15%, right sided filling pressures elevated and right ventricle (rv) unchanged, the outflow graft was not visualized.  Log files showed possible inflow/outflow graft occlusion/obstruction.  Recheck of labs showed lactate resolved, acute kidney injury (aki), creatinine 3.6, hemoglobin (hgb) 7.7, hematocrit (hct) 24.1. An esophagogastroduodenoscopy (egd) was done which was negative.  The ventricular assist device (vad) remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b2, b5 and additional codes block. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient died while in hospice.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was septic and experienced increased right ventricle (rv) failure and the patient remained on medication and the vad low flows did not resolve. It was also reported that the patient had vegetation on their implantable cardioverter defibrillator (ICD) lead and intravenous (IV) antibiotics were prescribed along with their life long oral suppressive antibiotics. The ofg was not able to be evaluated due to the patient's renal function and the vad speed was increased, but the power and flows did not change. The patient became resistant to inotropes and diuretics and the medications were withheld which led to poor renal function. The patient chose hospice care and all medications were withdrawn subsequently the patient had fluid retention and shortness of breath.